Manufacturer narrative:
Visual and microscopic inspection of the returned device found that the balloon had two holes. No other anomalies were noted. The balloon guide catheter dimensions were within specifications. During the functional test, the balloon failed to inflate with air and water because of the holes in the balloon. However, it is important to note given the nature of this complaint that the balloon lumen did not appear obstructed during the inflation and deflation. Water and air were easily passed from hub to balloon without resistance. All devices are 100% inspected prior to release and leak tested. Based on the additional information and investigational results, holes are mostly likely due to the manual deflation described by the user in order to deflate the balloon. As a result, device damaged during use was selected as the assignable cause for the balloon has holes and balloon failed to inflate. The cause for the reported issue of the balloon failed to deflate in the vessel could not be determined. Based on the functional test, it appears that the balloon lumen was able to move fluid without resistance and the hub appeared normal. Therefore, it is possible that the outer balloon lumen was pinched by an rhv or introducer sheath during the procedure making it difficult to deflate the balloon. However, this cannot be determined to be the definitive cause. Since, the cause for the reported issue could not be determined following analysis and testing, undeterminable was selected as the assignable cause for the reported issue.

Event description:
It was reported that the physician had difficultly deflating the balloon after it was inflated in the internal carotid artery. After a long period of time, the physician managed to deflate the balloon manually and remove it from the patient. The procedure was completed. There was no clinical consequence to the patient.

Event description:
It was reported that the physician had difficultly deflating the balloon after it was inflated inside the patient. There was no clinical consequence to the patient. No further details provided.